Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an ipg replacement surgery on (B)(6) 2023, the right brain extension (tunneled to the left side) required additional time to be reinserted in the ipg header because the nitinol insert was broken in the right extension. Effective therapy was established post-op.